Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance, stent dislodgement, foreign body in patient and additional therapy/non-surgical treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending (lad) coronary artery. Resistance was noted during advancement with a previously implanted stent. The graftmaster stent came off of the balloon and was left in the proximal lad. The graftmaster stent was ballooned in place in the proximal lad inside the previously implanted stent. A drug eluting stent was used to seal the perforation in the mid lad. The patient is stable and there was minimal effusion and no pressors upon leaving the cath lab. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.